Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The specialty care clinical manager at the user facility reported that during the middle of a laparoscopic cholecystectomy, no image appeared as a scope communication error (e224) occurred when the autoclavable camera head was plugged in. There was a delay as the camera head was replaced with another camera head. No other devices were replaced during the procedure. The intended procedure was completed. No patient injury or harm was reported. Additionally, the device, connections and settings were inspected and no abnormalities were noted.

Manufacturer narrative:
The clinical manager at the user facility reported the camera has not been or will be returned for evaluation. No further information was provided. The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The communication error (e224) is an error that is reported when communication abnormality with the processor occurs. A partial break in the cable likely caused failure in communication between the processor and the camera head, resulting in e224 error. The partial break in the cable is considered to have been caused by user handling. As stated on the IFU and as a preventive measure, the user manual states: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.